Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device will not upstream occlude, which was reproduced during evaluation by troubleshooting the device. The cause was determined to be out of adjustment hooks, which in certain cases may cause upstream pusher to contact tubing with enough force to prevent tubing from receding from the walls of the load region when the door is closed. The hooks were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported throws off the accuracy test. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow rate testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a false downstream occlusion alarm during testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be a downstream tubing guide which was out of adjustment. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not upstream occlude and in turn would throw off the accuracy test. There was no patient involvement. No additional information is available.